Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the full lead was returned and analyzed. No anomalies were found.

Event description:
It was reported that during the implant procedure, the lead was placed in the right atrium, but would not stay in position. The lead was not implanted. No patient complications have been reported as a result of this event.